Event description:
It was reported the lightsource had a really dark image when connected to the 180 scopes. The issue occurred during a preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, h4, h6. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided, a definitive root cause of the dark image could not be determined since the device was not returned for device evaluation. Olympus will continue to monitor field performance for this device.